Event description:
Covidien received info, that during patient use, ventilator was emitting both an optical and acoustical alarm. The patient was then placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the 10.4 graphic user interface (gui) keyboard. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4) .